Event description:
A pt/layperson informed a customer care advocate, cca, in 2007 that his one touch ultra 2 meter was prompting error 4 during testing. The cca determined the pt's technique was incorrect, possibly causing the error message. The day of the event, two days earlier, the pt reportedly took less insulin when he was unable to obtain a result. The pt claimed ne became "shaky" after the issue began. The pt denied that he received medical intervention. During a control solution test for the cca, the product again prompted error 4. Product was replaced. Because the pt alleged he felt shaky after obtaining the error 4, a symptom that can be associated with hypoglycemia, this complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.